Event description:
Information received from the field notes that the device has exhibited a high current drain since implant. The current drain at implant was 46ua. At subsequent follow- ups, the current drain increased. The clinician reported a device longevity indication of less than one year. Since the patient has an underlying rhythm and is not pacemaker dependent, the device will be monitored and remain implanted until eri is reached.